Manufacturer narrative:
.

Event description:
Per the audiologist, the patient's family reported that the patient fell and hit her head. Since that incident, the transmitting coil would not stay securely over the internal magnet. An x-ray done (date not reported) determined the internal magnet had dislodged from the magnet pocket. A revision surgery is planned but had not been scheduled at the time of this report filed, november 10, 2008. Currently, the patient is securing the transmitting coil to her head with a head band.